Event description:
During a coronary stent procedure of a heavily calcified proximal lad lesion, rotational atherectomy had been performed prior to attempts at stent placement. The physician then attempted to cross the lesion with several other manufacturer's stents and was unsuccessful. He then advanced the express2 and was able to cross the lesion, however, the stent became stuck in the lesion. The delivery device was removed and it was noted that the stent remained in the vessel. The stent was successfully removed with a snare. The procedure was finished with no stent placement. Patient status is listed as "okay".